Manufacturer narrative:
Investigation summary: a 2000e china sample was not available for investigation; however, the customer indicated the complaint product was from lot 22045623. The feedback provided by the customer suggests the smartsite device was received broken. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045623 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the joint of the bd smartsite¿ needle-free connector was found broken when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "the joint was found broken after opening the package".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the joint of the bd smartsite¿ needle-free connector was found broken when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "the joint was found broken after opening the package."